Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported nurse tried to safety the needle while de-accessing and the needle would not safety. The needle was not bent. I was able to remove the needle safely without causing a finger stick. Needle was immediately placed in the sharps bin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism is confirmed but the root cause could not be determined. Two photographs of a 20g safestep infusion set and its packaging were returned for evaluation. Inspection of the photographs found that the safety mechanism was slightly advanced from its starting position but had not slid all the way down to cover the needle tip. Additionally, no use residues were observed on the device, suggesting that the event occurred prior to insertion. The photographs did not provide enough detail to determine the cause of the safety mechanism not advancing. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.